Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female pt, in cardiac arrest, the device would intermittently not power up. Complainant indicated that the pt subsequently expired.